Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
At the time of the initial procedure for abdominal aortic aneurysm treatment, the patient was admitted emergently and was symptomatic. At 30-days post surgery, the patient's follow up CT scan revealed a type ia endoleak and the physician elected to do a secondary procedure to place an aortic extension to cover up the renals on (B)(6) 2012. However, during that procedure and when the extension was deployed, the delivery wire was behind the stent strut of the main body which caused the aortic extension to be pinched off. The physician then opted to place a palmaz (non-endologix) device to try to open the aortic extension. The first palmaz was placed high, but it still did not open the extension completely, and therefore the physician placed a second palmaz distally to open up the extension. The final run still had a leak but the physician could not tell if it was a type ii or type iii and opted to monitor the patient. During another follow-up CT scan, the patient showed a possible type ia endoleak and implant movement. The physician elected to treat the patient by implanting a bifurcated afx2, suprarenal afx, and ovation ix extender devices on (B)(6) 2018. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observation of type iiib endoleak of the cuff (proximal). The complaint is most likely device-related due to use of strata material. The clinical assessment also determined that there was evidence to reasonably suggest a non-endologix stent was placed proximally (off-label) and a type ii endoleak (lumbar) occurred that was not included in the event as reported. The non-endologix stent and type ii endoleak were discovered during a review of the 72 month post implant CT scan. The presence of a bare metal (non-endologix) stent in the proximal aorta likely contributed to the proximal type iiib endoleak. The manufacturing lot review confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device code - remove 1354. Conclusion code - remove 11.

Event description:
Additional information received confirming that re-intervention was completed; the physician elected to treat the patient by implanting a bifurcated afx2 and suprarenal afx devices (B)(6) 2018. Clinical assessment also confirmed that a proximal type iiib endoleak of the cuff was present with a type ii endoleak from the lumbars. This report is only for the cuff (infrarenal aortic extension). Reference manufacturing report # 2031527-2018-00490 for report to the main body.